Event description:
The patient's family member reported to edwards that the patient expired and the cause of death was endocarditis and respiratory failure and infection from valve. It was reported that the hospital will not release any patient information.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately one (1) month and twenty-five (25) days, was explanted due to unknown reasons. The explanted device was replaced with a 19mm aortic valve. No further information was provided.

Manufacturer narrative:
Additional manufacturer narrative: the device is not available for return per the hospital. Without return of the device or additional information the clinical observation cannot be confirmed and root cause remains indeterminable.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information and device return are in process. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.